Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had dislodged and a perforation was confirmed on thoracic computerized tomography. Loss of capture was also noted. A repositioning procedure will be scheduled. No additional adverse patient effects were reported.

Event description:
Additional information received noted that an extraction of this rv lead took place and a new rv lead was implanted. The patient was discharged. No additional adverse patient effects were reported.

Event description:
Additional information noted that it was not possible to find out if the explanted lead will be returned.